Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the product history records indicates that devices were manufactured and accepted into final stock "on" with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of cobalt and chromium in his blood.

Manufacturer narrative:
An event regarding alleged elevated ion levels and disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, pathology reports, serial dated x-rays and examination of explanted components. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as primary operative report, clinical and past medical history, pathology reports, serial dated x-rays and examination of explanted components are needed. Additionally, the reported product is not associated with a product recall. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of cobalt and chromium in his blood. Update 04-oct-2019: as per revision opt report provided by legal, patient was revised due to head disassociation.